Event description:
I was reported that a patient¿s tmj implant was infected and removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event could be confirmed as patient scans were provided for the planning of new devices. Despite repeated inquiries no additional information was provided by the surgeon. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.